Manufacturer narrative:
The handpiece has been checked visually and functionally against the valid specification. It was found that the head had a dent at 12 o'clock position and at the push button. This caused the push button to stick in which caused unusual friction and hence heat up of the push button. In addition the dent in the head caused the ball bearings to freeze up. This caused also hight friction and hence heat up. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
The dental office sent handpiece in for repair stating that it burned patient's cheek. During call with the office, it was informed that during the adjustment of the occlusion on tooth #15 the handpiece got hot and as soon as the back cap brushed against the inside of the patient's cheek, she yelped. The buccal mucosa received a burn, approximately 4x1cm in size. As the burn was very superficial it was recommended to do warm salt water rinses. No medical care necessary.